Manufacturer narrative:
Weight, ethnicity, and race: unk. (B)(4).

Event description:
An article was published in journal of cataract and refractive surgery in the year 2022 from a retrospective study performed in eye and ent hospital of fudan university, china. This article's purpose is to evaluate the incidence, causes, and outcomes of implantable collamer lens (icl) re-alignment or exchange following implantation of the evo icl. The study included a total of 10,258 eyes that were treated with evo icl/ticl implantation, 22 eyes (0.21%) of 20 patients underwent icl re-alignment or exchange.among these 22 eyes, 13 eyes (0.13%) of 12 patients underwent repositioning, including re-alignment for misaligned ticl (10 eyes, 0.10%) and vertical rotation for non-toric icl with excessive vault (3 eyes, 0.03%). Nine eyes (0.09%) of 8 patients underwent icl/ticl exchange. Seven (0.07%) of these 9 eyes underwent exchange due to excessive vault of the icl/ticl and two (0.02%) eyes due to ticl misalignment combined with low vault.